Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney underwent a hernia repair procedure on (B)(6) 2014 and mesh x2 were implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 09/04/2020. Additional information: h6 patient code: 3189 - surgical intervention. Additional b5 narrative: it was reported that the patient underwent hernia repair on (B)(6) 2020 due to recurrent hernia.